Event description:
According to the information provided, the cannula tip broke during surgery. Photos were provided and product evaluation confirmed that the tip was broken a root cause failure cannot be conclusively demonstrated. No patient injury was reported. Should the product become available to pe, this complaint will be reevaluated at that time.